Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 40 mg/dl which was treated with food and it increased to 59 mg/dl. The customer stated that they will treat with more food. The customer stated that the insulin pump might have been exposed to perspiration. The customer stated that they were unable to clear the alarm, so they were advised to remove the battery. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.